Event description:
It was reported that this pacemaker had entered into safety mode. Subsequently, the patient experienced syncope and fell which resulted in a cut on the lip which had to be sutured. This was due to pacing inhibition. Afterwards, this pacemaker was explanted and replaced with a new one. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis. According to additional information, the explanted device was disposed at the facility and will not be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker had entered into safety mode. Subsequently, the patient experienced syncope and fell which resulted in a cut on the lip which had to be sutured. This was due to pacing inhibition. Afterwards, this pacemaker was explanted and replaced with a new one. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis. According to additional information, the explanted device was disposed at the facility and will not be returned. Clarification was provided that the device will be sent for investigation. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.